Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated and based on the information provided, a cause for the reported unspecified tissue injury/damage resulting in unchanged mitral valve insufficiency/regurgitation cannot be determined. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional degenerative regurgitation (mr) with a grade of 4. One clip was inserted and deployed on the mitral valve. A second clip was advanced into the anatomy, one attempt was made to position however the mitral valve pressure gradient increased to 8mmhg so it was decided to grasp more laterally. A second grasp was made and during the leaflet insertion assessment, the physician noticed the return of severe mr and rupture of the posterior leaflet. The second clip was removed from the patient anatomy and the patient was transferred to mitral valve replacement surgery. It was noted the procedure was successful and the patient was recovering.